Manufacturer narrative:
Gehc recommeded to the customer to use the pc app to compare the o2, air, and total flow sensors to see if the readings are matching up correctly and then compare the exhalation flow sensor to see if it is showing any discrepancies over the total flow sensor. At time of MDR filing, no patient information was provided by the customer. Gehc recommeded to the customer to use the pc app to compare the o2, air, and total flow sensors to see if the readings are matching up correctly and then compare the exhalation flow sensor to see if it is showing any discrepancies over the total flow sensor. At time of MDR filing, no patient information was provided by the customer.

Event description:
The hospital reported that, during patient use, the unit alarmed "occlusion". After the replacement of the exhalation valve, the ventilation stopped. There was no reported patient injury.